Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 - device not returned.

Event description:
It was reported that a patient underwent an unknown procedure in 2024 and suture was used. During the procedure, it happens that the thread breaks, even with light pressure. Just at the beginning of the needle and/ or somewhere in the middle. No adverse patient consequences were reported. No further information was provided.

Manufacturer narrative:
(B)(4), this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4. Expiration date. G 1. Manufacturer site addr. Street line 2. G 1. Manufacturer site postal code. H 4. Device manufacture date. H 6. Type of investigation. A manufacturing record evaluation was performed for the finished device lot number and no non conformances / manufacturing irregularities were identified. Corrected information: g 1. Manufacturing site name. G 1. Manufacturer site zip code.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/21/2024. Additional information: d4, h4 - the actual device batch number associated with this event is not known. The possible batch numbers are reported as follows: batch au8334 batch an3910 manufactured date: 3/31/2020 expired date: 2/28/2025. Additional information was requested, the following was obtained: date event 18-03-2024. Procedure: jaw surgery. Description of issue: vicryl rapide 4-0 often breaks with little forse. Usually this concerns the last section of the suture (last 2cm). After that de suture works normal. Lately the suture ruptures also more often close to the needle. We experienced this problem before, about 2 years ago. After that it was good for 1 or 1 ½ years. Since 6 months the problem occurs again. When did the even occur (pre-op/intra-op/post-op)? Per op. Was there any patient consequence? O longer treatment, because very often we need to do the first suture again what action was taken to resolve the issue? None till this moment. How long was the procedure prolonged as a result of the difficulties encountered with the device (minutes)? 1 minute. Franchise ID: (B)(4) product number: vf2257 lot number: au8334. The following information was requested: when did the suture breakage occur (pre-op/intra-op/post-op)? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Product complaint # (B)(4). Date sent to the FDA: 5/21/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/28/2024. Corrected information: b1, h1 - additional information was received that this event no longer meets malfunction reporting criteria. This medwatch report is no longer reportable. The following information was received: when did the suture breakage occur pre op. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.